Event description:
It was reported that the insulin pump had an unexpected re-start. The history showed that the insulin pump had a motor error during the rewind process. The blood glucose reading was 10 mmol/l. It was stated that the customer cannot complete the rewind sequence. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The pump alarmed motor error during rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor anomaly. Unable to confirm the motor position encoder error alarm due to an erased history file. The pump was received with a missing end cap sticker. The pump was received with minor scratches on the lcd window. The pump had a cracked case at the display window corners and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.